Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker's battery life dropped from 13.5 years down to 8 years remaining within a span of six months. An analysis was performed and it revealed that the decrease in battery was attributed to high atrial sensing and high power consumption. The device remains in service. No adverse patient effects were reported.